Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual analysis noted blood and body fluid in the lumen of the lead along with induced damage to the insulation, conductor coils, and insulation which likely occurred during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The allegation of dislodgement could not be confirmed by testing and electronically, the lead was found to be within specification.

Event description:
Boston scientific received information that this recently implanted left ventricular lead had dislodged. Surgical intervention was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.